Event description:
Patient reported a left side rupture per ultrasound/ mammogram. Later healthcare professional reported a grade 3 capsular contracture. Additionally healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture.

Event description:
Patient reported a left side rupture per ultrasound/ mammogram. Later healthcare professional reported a grade 3 capsular contracture. Additionally healthcare professional reported rupture. Device has been explanted.